Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #7044897. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200686257, 200686835] noted that did not pertain to the complaint. This batch was manufactured before expiration dates were printed on packaging. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle experienced no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: a voicemail was received from the consumer about expiration date of insulin syringes.